Manufacturer narrative:
Results: the pet lock was intact to the proximal end of the pusher assembly. The embolization coil was intact to the distal tip of the pusher assembly. The embolization coil had some offset coil winds. The pusher assembly had a bend approximately 124.0 cm from the proximal end. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. The reported complaint mentioned that resistance was experienced when the coil entered the hub of the microcatheter. If the introducer sheath is not properly aligned with the hub of the parent device while advancing the device, damage such as offset coil winds may occur. The offset coil winds may contribute to the inability to advance the device. Further evaluation revealed a bend along the length of the device. Based on the reported complaint and return condition, the bend was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid and posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils and smart coils using non-penumbra microcatheters. The physician then felt resistance while advancing a smart coil within the microcatheter and, therefore, the smart coil was removed. Outside of the patient, the physician confirmed that the smart coil was then unable to advance out of its introducer sheath. Therefore, the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.